Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low battery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to use aaa alkaline battery and clean the battery cap with cotton swab. The customer was advised that we will ship a replacement of battery cap. The customer was advised to call lf the issues continues. The customer was advised that if the issues persists we may need to replaced the insulin pump. No further information was reported.